Event description:
The physician attempted closure of an arteriotomy site w/ the starclose device following an interventional procedure. An angiogram was performed prior to the closure w/ the following results: vessel size was seven(7)mm; the puncture site was in the right common femoral artery and the vessel was moderately calcified. It was also noted that the pt had an aneurysm at the access site prior to use of the starclose device. Reportedly, after firing the clip, the "device got stuck and it was not possible to slide the safety release button." The physician attempted to remove the device w/ force bt "stopped b/c of the peripheral vascular disease (pvd)." An angiogram was performed and revealed, "the vessel locator wings failed to close." A surgeon was consulted. He "cut the nylon shaft to remove the device and haemostasis was the result." Reportedly, "no tissue was packed in the tube set, the clip seems to be all right and there was no calcification between the vessel locator wings.' It is unk if this event prolonged the pt's hospitalization.